Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while using a glidesheath slender, the wire would not go through the needle. They opened a second slender sheath to drop a different wire and it worked. This did not cause a delay or harm to the patient, and was quickly resolved with a new wire. The patient was unharmed. The procedure was successful using a second wire. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2018. The type of procedure being performed was a left heart catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, to update, and to provide the completed investigation. One 6 fr glidesheath slender was returned for evaluation. The needle housed inside the needle protector and the guidewire were returned separately. Visual inspection of the needle and guidewire revealed no anomalies. The needle hub was imaged using microscopy. No issues such as flash were noted with the inner lumen. The inner diameter of the cannula was measured to be meet the manufacturer specification. Functional testing was performed by inserting the guidewire into the needle. The guidewire was able to be inserted and passed through the needle without issue. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the actual sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.